Event description:
It was reported that the locking spring of the plate broke intra-op. The surgery was completed successfully with back-up plate. A surgical delay of 5-10 min was reported. No adverse consequences to the patient was reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via visual inspection. It was reported that the deformed locking mechanism was noticed during final tightening of the locking mechanism and that the final tightening (solid) screwdriver was used as recommended by the surgical technique. Conclusion: it appears that the surgical technique was followed, so the potential causes may be: excessive torsional force/cantilever force applied. Screw not fully seated below spring-bar. Screw inserted outside of design range. Freehand method used to prepare/insert screws. Stripped screw head/screwdriver tip. However a definite root cause cannot be determined at this time.

Event description:
It was reported that the locking spring of the plate broke intra-op. The surgery was completed successfully with back-up plate. A surgical delay of 5-10 min was reported. No adverse consequences to the patient was reported.